Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 567 mg/dl. Customer response infusion sets were causing high blood glucose and the sets only work for two days then the cannula was stop delivering insulin. Customer declined to troubleshoot for high blood glucose and stated they did not feel as though there was an issue with insulin pump. Customer treated high blood glucose via manual injection because initially they attempted to over bolus but their blood glucose did not decrease. The insulin pump will not be returned for analysis.